Manufacturer narrative:
The navio, anspach drill, part number 101209, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A functional evaluation was performed. The reported problem was confirmed. During testing drill had a loud whining noise as well as got hot to the touch after test was completed. The most likely cause of this event is mechanical component failure, as the failure of the motor caused the to generate excess heat and noise. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during a navio preventive maintenance, when running the anspach drill for one minute, the distal tip and main body of the motor got hot after a few seconds and the drill is extremely loud. No patient was involved. No other complications were reported.